Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including original surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. From returned images of the failure, there was a user deviation from the recommendations in the surgical technique guide. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A paragon 28 tenotac soft tissue fixation removal surgery was completed on (B)(6) 2019. The original case was said to have been around summer 2019 and was completed by another surgeon. It was reported that the patient underwent a tenotac implant surgical procedure where the patient's tendon appeared to be cut medial to lateral and the implant was shoved in the hole. The patient was experiencing some pain therefore, the revision surgery was conducted. It was reported that during the removal surgery, the surgeon was not able to lower the toe as much because the flexor digitorum longus was fully severed. The implants were removed and seated well together.